Manufacturer narrative:
The esu was not made available to erbe for an examination. Nevertheless, a review of the unit's device history record (DHR) was performed. No anomalies were found in the DHR. Likely, there were many factors involved in the patient incident. However, the user cutting too deep into the tissue was an important aspect of the outcome. Specifically, upon the intervention work, the remaining tissue of the bowel did not stay intact which resulted in the perforation. Nevertheless, a conclusive determination could not be made as to the cause of the event. No trends have been identified with this event. Erbe USA, inc. Is now closing the file on this incident.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) upon a colonoscopy/polypectomy. A dual-surface neutral electrode (manufacturer unknown) was attached to the patient's thigh. Information regarding any other accessories used and the esu settings employed was not provided. Per the furnished information, the user cut too deeply into the tissue. As a result, a delayed perforation occurred, and the patient had to undergo bowel surgery. No further information was provided regarding the patient's condition.